Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 40 mg/dl range. The cause for the reported issue was unknown. Reportedly, bg level was addressed with juice and milk.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.